Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they hospitalized due diabetic ketoacidosis and hyperglycemia on (B)(6) 2019. Customer's blood glucose level was 514 mg/dl at the time of incident. Customer treated with insulin. Nurse declined to troubleshoot she just wanted to know how to add a second basal rate. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will not be returned for analysis.